Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the distal end assy with ccd module and us probe broken, segment loosened, light guide fiber bundle (lcb) broken, light guide cable buckled, suction channel buckled, ccd driver pcb malfunction. Based on the result, we concluded that ccd driver pcb malfunction was caused due to the suction channel leaky by buckled; however, other failures are not related to the alleged complaint.